Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating screen doesn't turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report, date due and in box b date of event and in box g date received by mfg this things captured incorrectly in this report it is corrected.